Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformance's/ manufacturing irregularities] were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the surgeon stated that product plee60a malfunctioned and did not deliver a complete staple line formation. Stapler fired and ran a full sequence however the specimen side staple line formation was unsealed. There was no harm to the patient however as the stomach side staple line was complete. Patient passed the leak test but the specimen side did not have properly formed staples. Additionally the surgeon stated that the product made an unusual sound upon firing. Product was saved and set aside but the reload was not. It is possible that the issue was with the reload but further investigation would be required.

Manufacturer narrative:
(B)(4). Date sent: 8/24/2022. D4: batch # 681a72. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no visual non-conformances and without a reload present. In addition, a reload pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut, and formed all the staples as intended. The staple line and cut line were complete and the staples meet the staple release criteria. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch number, x94l24, and no non-conformances were identified. Manufacturing date: 03/22/2022, expiration date: 02/28/2025.